Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 433 mg/dl and their sensor glucose read 143 mg/dl. It was also found the customer's insulin pump would go into threshold suspend from the inaccurate readings. The customer treated their blood glucose with the insulin pump. It was also found the customer's blood glucose would be around 90 mg/dl and they would receive low alerts around 69 mg/dl and 62 mg/dl. The customer also reported observing bent cannulas on their previous sensor. Customer declined to return the product for analysis.